Manufacturer narrative:
(B)(4).

Event description:
The pt experienced stimulation in the wrong location following a fall. The pt fell 2 weeks ago and has not been able to feel stimulation in her back since. She was able to feel stimulation in her knees to feet on program 1. The company rep confirmed that the pt did not fall but stumbled a little and brushed a wall. After impedance check and reprogramming paresthesia was restored in her back were she wanted it and no problems were found. She has an appointment november 19 with her health care provider.